Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
T was reported that a caucasian female who underwent breast augmentation revision with a mentor memorygel 600cc silicone on the right side and unknown gel on the left prosthesis experienced fatigue, tiny bumps all over the body, suddenly sweats that comes and goes, feels hot, depression, left sided rupture post procedure. As a result, an explant was performed on the left side on (B)(6) 2016. At the time of this report, mentor has received no information regarding explantation or an expected explantation date of the right prosthesis. This report is for the right prosthesis.